Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent did not fully expand. The target lesion was in the mildly tortuous, non-calcified, 80-90% stenotic left anterior descending artery (lad). The diameter of the lad was 4.0 mm proximally and 3.5 mm distally. After using ivus the physician predilated the lesion with a 3.00 x 15 mm maverick balloon at 10 atms for 60 seconds. The physician then placed a 3.50 x 20 mm taxus express2 drug eluting stent at 12 atms for 65 seconds, but the stent was not fully expanded mid-stent; no difficulties were experienced with inflation or deflation of the stent balloon. The physician then attempted several times to fully expand the stent using a 3.50 x 20 mm quantum balloon at 14 atms for 65 seconds, a 4.00 x 12 mm quantum balloon at 18 atms for 85 seconds and again at 16 atms for 65 seconds, a 4.50 x 12 mm quantum balloon at 12 atms for 38 seconds and again at 16 atms for 98 seconds, a 4.50 x 9 mm nc monorail balloon at 15 atms for 120 seconds, and a 5.00 x 15 mm quantum balloon at 18 atms for 95 seconds. These attempts were all successful in fully expanding the stent. Ivus was then used and showed the mid point of the stent was narrowed to 1.90 mm in diameter by 3.40 mm in length. The pt did not have any symptoms during the procedure. The procedure was terminated and the pt will undergo coronary bypass surgery to the lad at a later date.